Event description:
It was reported to miethke that a progav 2.0 sys ped.w/sa20 a.prechamber (part # fx441t) was implanted during a procedure performed in (B)(6) 2015. According to the complainant, the pressure adjustment was unstable. The valve was not able to adjusted pressure most of time. The patient underwent a revision procedure on (B)(6) 2017. The complaint device was returned to the manufacturer for evaluation. Further details were not provided.

Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: optical inspection: first step of our investigation is the optical inspection. Apart from slight scratches we could not detect any obvious deformations or other abnormalities on the progav 2.0 valve. Also the optical inspection of the shuntassistant could not detect any damages. Permeability test: to proof the penetrability we carried out a permeability test. This test was carried out at a hydrostatic pressure difference of approx. 20-30 cmh2o in the flow direction. Progav 2.0: the investigation has shown that the valve was readily permeable. Shuntassistant: the shuntassistant was only slightly permeable. We assume that deposits inside the valve could have affected the product performance. Pre-chamber: the pre-chamber was tested positively for permeability. It was also possible to pump the membrane. Ventricular catheter: the catheter was permeable, but some holes were clogged by deposits. Peritoneal catheter. The peritoneal catheter was tested positively for permeability. Adjustment test: our adjustment tests are carried out with the standard progav 2.0 check mate and measurement tool. The valve is adjusted from 0 up to 20 cmh2o and down again in the same way in steps of 5 cmh2o. It was found out that every adjustment was possible. An adjustment test for the shuntassistant is not applicable since this is a valve with a fixed pressure. Braking force and brake function test: to measure the braking force we have investigated the valve with a braking force apparatus. Here, it is measured how much force must be exerted on the housing of the progav 2.0 valve to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. The brake function test has resulted that the brake function is full in place. Also the braking force was found within the expected tolerance. A braking force and brake function test for the shuntassistant is not applicable since this is a valve with a fixed pressure. Computer controlled test: the test is performed with miethke computer controlled testing apparatus. The progav 2.0 valve was tested by simulating a liquor flow between 60 ml/h down to 5 ml/h and up again to 60 ml/h in vertical position (in acc. To iso 7197). Distilled water was used as test-liquid. The shuntassistant was not tested with the computer controlled test, because the shuntassistant was difficulty permeable. Result: first we performed a visual inspection on both valves (progav 2.0, shuntassistant). Apart from slight scratches on the progav 2.0 housing, we could not detect any deformations or other abnormalities. Even at the shuntassistant, we could not find any obviousness. To investigate, if maybe a blockage have caused the assumed problems with re-programming the valve, we performed a permeability test. The test results that the progav 2.0 valve was penetrable. The shuntassistant, however, had some problems with the permeability. For further information we tried to adjust the progav 2.0 valve from 0 cmh2o up to 20 cmh2o and down again in the same way in steps of 5 cmh2o. Based on our investigation results we cannot confirm any difficulties in adjusting the valve. It was possible to adjust the valve in all pressure ranges. The measurement of the braking force could additionally confirm that the measured value was within the accepted tolerance. The shuntassistant was not adjusted, because this is a valve with a fixed pressure stage. As a final examination we carried out a computer controlled test. Here the progav 2.0 was tested in the lying position with a pressure range of 5 cmh2o. Normally we expected a pressure of 5 cmh2o having an opening pressure of 5 cmh2o. The opening pressure at the reference flow level of 5 ml/h is measured 7,73 cmh2o. The test result has shown that the progav 2.0 valve is slightly out of the accepted tolerance (acc. Tolerance 5 +/- 2 cmh2o). Here we also assume that possible deposits inside the valve could have affected the product performance. The shuntassistant was not tested with the computer controlled test, because the shuntassistant was difficulty permeable. In order to verify whether the valve examined here has been influenced by the known risks of hydrocephalus therapy, as for example by natural substances (protein, blood or tissue particles) in the cerebrospinal fluid, we have finally opened both valves. After the valve has been opened we have found obvious deposits inside both valves, which could have impaired the product performance in the past. Based on our investigation results we cannot confirm that it was not possible to adjust the progav 2.0 valve. The valve could easily adjusted in all pressure ranges. However, we are able to detect deposits inside the progav 2.0 valve, the shuntassistant and the ventricular catheter, which might have been a cause in the past. There is no failure detectable with this valve at the time of delivery.